Event description:
Information was received indicating that a smiths medical cadd legacy pump presented with a "double beep no cassette" issue. There was no reported adverse events.

Manufacturer narrative:
Additional information was received on 10-09-2019 indicating that the event occurred during testing and no patient was involved. Device evaluation completion date: 11-06-2019. Device evaluation: one smiths medical cadd legacy pump was returned for analysis with a sign of ingression on chassis. During analysis, the customer's reported concern regarding "double beep, no cassette" problem was duplicated. On occasion the pump alarmed with a double beep when the cassette was attached. It was an intermittent alarm and could not be consistently duplicated. The event log also showed multiple entries for high pressure and for no disposable immediately after a cassette has been attached. The residue from ingression indicates the downstream occlusion (dso) sensor was damaged and was not working properly. Service will replace the dso to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.